Event description:
Prior to an unspecified procedure, packaging damage occurred. Upon receiving the device, it was noted that the packaging of ultra-thin diamond 7mm x 4cm balloon contained a "rip". The package was double pouched, however, upon inspection of the rip, a piece of scotch tape had been placed on the package which compromised the sterility of the contents. There was no patient contact with the device.

Manufacturer narrative:
To date the device has not been received for analysis. If the device becomes available, the analytical findings will be submitted in a supplemental report.